Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The unit was returned in fair condition with crazing in the water tank cover. There were also some cracks in the enclosure. A leak test was performed which confirmed the customer reported product problem. The leak was traced to a crack in the enclosure by the drain fitting. This was the result of normal wear and tear. The device was not repaired due to the age of the device.

Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer had a leak near the drain port. No adverse effects were reported.